Event description:
Patient had a synchromed el infusion system implanted in 2000 for the treatment of intractable spasticity. Hcp reported the patient had sporadic symptom relief since implant, despite catheter revision, negative MRI, and negative dye study. Occasionally, especially after a bolus, the patient would experience relief of symptoms. The device was explanted in 2001, and the patient is doing very well with the new pump.

Event description:
Patient had a synchromed el infusion system implanted in 2000 for the treatment of intractable spasticity. Hcp reported the patient had sporadic symptom relief since implant, despite catheter revision, negative MRI, and negative dye study. Occasionally, especially after a bolus, the patient would experience relief of symptoms. The device was explanted in 2001, and the patient is doing very well with the new pump.